Manufacturer narrative:
(B)(4). The centrifugal pump was returned to maquet (B)(4) for evaluation. The pump was disinfected and then a visual inspection was performed. The visual inspection was to identify any items that could have attributed to the complaint condition (clotting). No issues were identified during the visual inspections but the clotting in the middle of the pump around the rotor could be confirmed. An inspection of the centrifugal pump rotor was performed by using a rotaflow drive and after the removal of the clotting. Within one minute at different speeds (from low to maximum), no abnormalities could be observed. The centrifugal pump was set at different speeds and connected to a reservoir filled with water; no abnormalities were detected. The crack on the connector was confirmed. It was concluded that the crack may have occurred during disconnection of the pump from the tube. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) hospital that a be-rf-32, rotaflow centrifugal pump with bioline coating (unknown lot number), was in use on a patient for an hour when clotting on the middle of the be-rf-32 was identified. The be-rf-32 was removed and fissure of the outlet of the pump head was discovered. (B)(4).